Event description:
Pt admitted on (B)(6) 2018 due to non-ischemic cardiomyopathy with cardiogenic shock. Underwent an lvad evaluation which was approved. Pt was taken to the operating room for a heartmate 3 lvad implant on (B)(6) 2018. Surgery went well. Pt was taken to the cv/cu to recover. Pt taken back to the operating room the evening of (B)(6) 2018 due to post-operative bleeding for an exploration of the left chest, no obvious source of bleeding found during the case. Low intensity heparin (on for 1 hour then dc'd) and aspirin 81 mg were initiated on (B)(6) 2018. Pt developed roving eyes, an enlarged left pupil and unable to follow commands on (B)(6) 2018. Neurology consulted. Head CT revealed a massive left mca stroke with symptomatic mass effect including midbrain dysfunction. Prognosis grim, should the pt survive he would be left with severe neurological deficits. Decision made by the family was to transition to comfort cares and contact (B)(6) for possible donation. The pt was taken to the operating room on (B)(6) 2018. He was extubated and the lvad was shut off at 0701. The pt was pronounced dead at 0713. Donation occurred after death.